Manufacturer narrative:
Other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported problem was able to be duplicated, the device failed to actuate. It was noted that defective downstream occlusion (dso) sensor was the cause of the issue. Service will replace the dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump had a faulty downstream occlusion sensor and would not alarm. No patient was involved in this event. No adverse effects were reported.